Manufacturer narrative:
A registration discrepancy between two patients resulted in both final reports initially being posted for the incorrect patient. The clinical reports were corrected and provided to the patient¿s healthcare provider. No adverse events occurred. Irhythm investigated the reported event and reviewed production records for the device. The investigation identified that a device swap likely occurred during manufacturing, which led to a shipping error, resulting in the registration discrepancy between the two patients. Please cross reference MFR. Report number 3007208829- 2024-00055 to account for patient 2.

Event description:
A registration discrepancy between two patients resulted in both final reports initially being posted for the incorrect patient. A patient received a zio xt home enrollment device registered to a different patient, resulting in the final report being posted to the incorrect patient. No protected health information (phi) was disclosed to the incorrect party. The clinical report has been corrected and provided to the patient¿s healthcare provider. No adverse events, such as death or serious injury, are known to have occurred. This is report 1 of 2.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.